Event description:
The customer reported that the unicel dxc 800 pro synchron system suppressed (did not generate results) for ion selective electrode (ise) analytes. Quality control (qc) was also suppressed. The customer attempted to calibrate the ise analytes, but calibration failed. While troubleshooting over the phone with beckman coulter (bec) hotline support, the customer discovered that line #24 was disconnected from the electrolyte injection cup (eic) and had leaked. No erroneous results were generated. The leak was contained to the instrument. The customer was wearing personal protective equipment. There was no injury or exposure associated with the event.

Manufacturer narrative:
Working with beckman coulter (bec) hotline support, the customer found that line #24 was disconnected from the "electrolye" injection cup (eic). The customer reconnected the line to resolve the suppressed results, calibration failures and leak. (B)(4).